Manufacturer narrative:
Product ID: 8780, serial# (B)(4), implanted: (B)(6) 2012, product type: catheter. Product ID: 8835, serial# (B)(4), product type: programmer. (B)(4).

Event description:
It was reported the patient was currently in a day surgery center. The reporter indicated the surgery was related to the device therapy. It was reported the pump was implanted to treat the patient¿s liver pain and the patient had a liver biopsy on the report date. The device system was used to deliver dilaudid. Additional information has been requested, but was not available as of the date of this report.